Event description:
Event desc: during insertion of a feeding tube using a cortrak system a right lung placement occurred as confirmed by x-ray. The lung placement resulted in a pneumothorax and chest tube was placed. No feed was introduced. The pneumothorax was resolved on (B)(6) and patient was discharged home for follow up with primary md. No other complications or problems reported.

Manufacturer narrative:
The cortrak system returned functioned within specifications. No nasogastric tubes/stylets were saved and the lot number of the tube used was not reported. Placements from the reported event were evaluated. It appears the cortrak unit was started after the feeding tube was placed in the patient and the tube may have already been in the lung when the cortrak was started. Review of the placement showed no forward progress until approximately the one minute and 10 second point. The tracing does not represent a typical gi placement. Because this is not a typical gi tracing as illustrated in the instructions for use, it is unclear why the clinician did not react to the tracing. It is also unknown why the clinician did not start the unit upon initial placement of the ng tube.